Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for three pts. The customer re-ran the samples and the results were much lower than the initial result. The initial erroneously elevated results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site from (B)(4) 2008 investigating the event. The fse found aspirate probe 3 leaking air at the manifold fitting. The fse bypassed quickly disconnect fitting, ordered new manifold and ran system check and high sensitivity (hs) system check which passed. The fse replaced the bulk head fittings and aspirate peri-pump. Then the fse performed system check and hs system check again, which passed. The fse verified the repairs per established procedures and the results meet published performance specs. Although hardware may have contributed to this event, a definitive root cause could not be determined for this event. MDR # 2122870-2008-202 documents the results for pt 1 and 2. This is 2 of 2 separate MDR reports related to three pt events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2008-202, 2122870-2011-04577 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 thru (B)(4) 2010 for add'l reportable events.